Event description:
It was reported that ultrasafe x100l png clear nvs stein needle protector separated before use. The following information was provided by the initial reporter: the needle protector popped off, he can still see the medication inside.

Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010. H3 other text: see h.10.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein needle protector separated before use. The following information was provided by the initial reporter: the needle protector popped off, he can still see the medication inside.